Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, there was high impedance and high thresholds. (B) (6) 2010 it was reported that during the implant procedure, there was high impedance and high thresholds. The lead was not implanted. No patient complications were reported as a result of this event.